Manufacturer narrative:
Internal report reference number: (B)(4) additional report reference number: (B)(4): different meter serial number, same test strip lot number provided by husband. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi and high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi, 185, 400 and 500 mg/dl. Customer has two true track meters, husband did not confirm which meter gave which results ¿ reference internal report (B)(4). The customer¿s expected blood glucose test result range was not disclosed. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer; husband stated that the customer was currently out of the country. Customer had the test strips with her and so husband was only able to provide a lot number of 5439s which was not found in database search of manufacturer test strip lot numbers. Product storage and open vial date were not disclosed. The meter memory was not reviewed for previous test result history. Husband had initially spoken with coordinator and did not provide any further information when contacted by technician. Husband stated customer would call back when she returns to the united states.